Event description:
Pt was treated 2004. Immediately post treatment the dr noticed pinpoint size burns on face of pt. Dr inspected the treatment tip and noticed a small hole on the membrane. All symptoms have resolved within five weeks of onset.